Event description:
Kink found in blood pump segment of arterial line. While attempting to remove kink - system clotted. Unable to flush lines. Pt recannulated and new dialyzer and lines set up as per protocol and treatment resumed. Pt without complaint when reinitiated treatment. Pt complaint of abdominal pain 23 minutes into treatment after normal saline given. Pt requested to go to restroom and started to complain pain in access. At this point rn made aware of earlier kink. Blood sample drawn. Md notified pt taken to hosp via 911 called.